Manufacturer narrative:
Investigation summary: the device history record (DHR) review indicates that no issues were found in the physical or visual samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. No sample was available for evaluation. The reported condition could not be confirmed. The exact root cause of the reported condition could not be determined due to no samples or photos available. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leaking. The shop orders used for this lot met all defined acceptance requirements and were released. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that retacrit was leaking from the hub of the needle after the sq (subcutaneous) needle was attached. Additional information received dec. 22, 2021 stated there was no injury, just wasted drug.

Event description:
The customer reported that retacrit was leaking from the hub of the needle after the sq (subcutaneous) needle was attached. Additional information received dec. 22, 2021 stated there was no injury, just wasted drug.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.